Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The caller stated that the device had not been dropped or bumped. No damage to the drive support cap was observed, and the caller stated that they did not recall pressing on the cap at all. The customer's blood glucose was 4.5 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and alarmed during prime test due to moisture damage on the force sensor resistor. The insulin pump passed displacement test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.